Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The pneumatic system was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a preoperative checkout, the unit exhibited error message of 345/346. The ge healthcare representative noted that the unit can not start ventilating. There is no patient involvement.